Manufacturer narrative:
The device was returned for analysis. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was on the distal end and inside all irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. All electrodes and thermocouple resistances measured in spec and were typical. The sensor was electrically open in straight, left and right curve configurations. The tip was soaked in saline for approximately 30 minutes. The tc+ and tc- to tip measurements remained open. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were gross leak, gross leak and gross leak psi, which were above the maximum acceptable limit of 0.30 psi. A close visual inspection found a cracked luer fitting which would have caused a gross leak indication. X-ray inspection found no anomalies. The distal end was dissected to look for dried fluid from a possible internal leak. No evidence of dried fluid was found. The handle was opened. Again, no evidence of dried fluid was found throughout the handle. An irrigation line and metriq pump were connected to the luer fitting. At 30ml/min flow rate, saline exited the irrigation ports normally without any internal leaks, but some saline leaked through the crack in the luer fitting. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The luer fitting leaked saline, but the device functioned normally through three 2-minute ablations.

Event description:
Reportable based on device analysis completed on 20dec2019. It was reported that there was a temperature sensor failure on the catheter. During a procedure, there was a temperature sensor failure on an intellanav mifi open-irrigated catheter. When the catheter was connected while in power mode the temperature displayed high prior to rf (radio frequency) delivery. A second ablation catheter was used with no issues or patient complications. Device analysis revealed a cracked luer fitting leaking saline.